Event description:
It was reported that hardening time of bone cement ended already after 5 min. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This is a combination product. (B)(4). Report source, foreign - event occurred in austria. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that hardening time of bone cement ended already after 5 min. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. Complaint history identified no additional complaints for the reported part/lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.